Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a ventral hernia repair on (B)(6) 2010. Following the procedure, the patient experienced abdominal pain and muscle spasms when rising up from a lying position. The patient stated when coughing and sneezing, she noticed the same abdominal tenderness that she experienced right after surgery. Her pain and muscle spasms were on the left side of her abdomen where the mesh was located. The pain and muscle spasms began at the rib cage and extended to the lower pelvic area. When eating, the patient feels very full quickly and has nausea for two to three hours after a meal. She has been under a doctor's care for (B)(6) following the surgery. The physician has been continually trying to find a medication to relieve her pain. She stated that she has undergone numerous tests, MRI, cat scans, upper gi and colonoscopy related to this issue. She has also seen a nutritionist to evaluate if this is activated by food. Her hospital stay was from (B)(6) 2010 to (B)(6) 2010.